Manufacturer narrative:
A two year search of the complaint database for list 011-h3493 (and 011-mc33473) with similar problem showed no additional reports. Analysis summary: the microclave y-check valve was returned with silicone seal protruding. Complaint was confirmed and attributed to inactivated clamp when engaging pressurized infusion. Correction: list# 011-h3493 was reported on the initial report. However, it was discovered during our investigation that the mating device, 011-mc33473 was the device with the problem. This follow-up correctly identifies the device as 011-mc33473 and corrects all pertinent data related to that change.

Event description:
Silicone is pulling out of microclave. Blood exposure.

Manufacturer narrative:
A two year search of the complaint database for list 011-h3493 with similar problem showed no additional reports.

Event description:
Silicone is pulling out of microclave. Blood exposure.